Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the heater line of the homechoice (hc) cassette and the heater bag, which resulted in leak. This occurred during peritoneal dialysis therapy and was noted prior to the patient connecting to the hc device. Renal therapy services assisted the patient in ending therapy and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.